Event description:
It was reported that during a procedure the screw fractured. The patient retained a fragment of the device. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item# 91-5709, lot# ni, traumaone system omnimax sd xd screw 2.0x9mm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00129.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The screw shows signs of attempted use including marking on the screw heads. The screw shaft has fractures in the bone thread section. A dimensional analysis cannot be conducted due to the damage to the screw. The complaint is confirmed. A determination cannot be made as to what caused the screw to fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.